Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate that the patient was treated for a recurrent rectocele with the implant of a bard flat mesh and the eight years post implant the patient presented again for rectocele repair. During this procedure it was noted that the mesh was found to be adhered to the vaginal mucosa and the surrounding bowel and rectum. The mesh was explanted and noted to have been submitted for gross pathology, however no lab results were included in the medical records provided, nor was the explanted device returned to davol for eval. Adhesions is a known possible adverse event listed in the IFU. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all patient, event and device info davol has received to date. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.

Event description:
The following is based on info and medical records included in the initial attorney's report: on (B)(6) 2004 -patient underwent repair of a recurrent rectocele during this procedure a bard flat mesh was implanted. On (B)(6) 2012- patient underwent rectocele repair with placement of a non-bard sling and the explant of the bard flat mesh. During this procedure it was noted that the mesh was adhered to the vaginal mucosa and the surrounding bowel and rectum. The attorney's report alleges permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, defective mesh.